Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 17th july 2012. The device was returned for ¿red status indicator and device service required prompt¿. Between the 23rd june 2017 and the last log entry on the 26th october 2018 the device records multiple manual power ons of 10 minutes duration which lead to the depletion of multiple pad-paks causing the user to be alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The fault was traced back to the corrosion observed on the membrane tail which would account for the multiple manual power ons of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and temperatures reaching a low of -5.6°c recorded in the history log indicate that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Red status indicator and device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and device service required prompt. There was no patient involved in this event.